Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a common femoral artery after a diagnostic procedure. Reportedly, during knot advancement, the physician had wrapped the blue rail suture around his left forefinger and the suture came out of the artery with pieces of tissue on it. Hemostasis was achieved holding pressure on the groin. Approximately 8 hours later a clot at the access site was identified and required thrombectomy. The patient did not experience any adverse sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The return of the device may have aided the investigation in determining a cause for the experienced event, but the device was discarded at the facility. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis. Based on the information received with this event and without the product to examine, a definitive cause for the reported experience cannot be determined.